Event description:
Post market surveillance study case #6 (5/17 - size 3 lt femur) - the size 3 notch preparation block when pinned on distal aspect of prepared femur does not allow for seating of the finishing punch.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown triathlon ps instrumentation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding issues seating the finishing punch involving a #3 ps box cutting guide was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the reported event comes from a post market surveillance survey. The exact cause of the event could not be determined as the instruments were not returned and the device was not properly identified.

Event description:
Post market surveillance study case #6 (5/17 - size 3 lt femur) - the size 3 notch preparation block when pinned on distal aspect of prepared femur does not allow for seating of the finishing punch.